Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the g5 mobile application displayed a message that the application had failed and had to reinstall the application. No additional patient or event information is available. The complaint states that the patient reported that the g5 mobile application displayed a message that the application had failed and had to reinstall the application. Data was provided for investigation. The reported event was confirmed by data. The root cause could not be determined post-investigation.